Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure 1 endeavor drug-eluting stent was implanted in the rca. Approximately, 52 months post the index procedure, the patient suffered a stroke. 5 days later, the patient suffered intracranial bleeding. The investigator has indicated the events were not related to the study device. Approximately, 53 months post the index procedure, the patient expired due to cancer. Investigator has indicated that the patient death was not related to the study device.

Event description:
The previously reported stroke was reported as a cause of patient death, in addition to cancer. The previously reported intracrainial bleed was reported as taking place during the stroke event.